Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: total gastrectomy I received a phone call from mme brischoux this afternoon regarding the return of a patient this morning following a total gastrectomy which occurred yesterday afternoon with eb010 original: j'ai recu un coup de telephone de mme brischoux cet apres midi concernant la reprise d'une patiente ce matin suite a une gastrectomie totale qui a EU lieu hier apres midi avec eb010 declaration received from the hospital on 6 july 2017 at 9:42 am: we hereby inform you that we have had a material safety incident with (our references: (B)(4)) reference: eb010 thermofusion lot: 1292789 problem: patient operated on (B)(6) 2017 for total gastrectomy under a laparoscopic control. During the procedure, finding a defective hemostasis, short horizontal incision of the left flank to suture the pedicle. Continued without problems in the procedure. The patient is admitted to continuous care, then abdominal pain appeared with hemorrhagic shock the following morning, less than 12 hours after surgery. Realization of a laparotomy in emergency, evidence of active bleeding on a branch of the lower edge of the pancreas (artery of diameter of 2 mm), which had been checked in peroperatively by the system voyant applied. It was a young patient, therefore no calcified arteries. Obligation to carry out a complete reconstruction of the oeso-jejunal anastomosis for tissue suffering and establishment of a jejunostomy for food. Statement (B)(6): yes, the (B)(6) 2017. The device was not retained. Please check these devices and keep us informed. Original of the declaration received from the hospital: par la présente, nous vous informons que nous avons EU un incident de matériovigilance avec (nos références: (B)(4)) reference : pince de thermofusion voyant eb010 lot: 1292789 problème rencontré: patiente opérée le (B)(6) 2017 pour gastrectomie totale sous un contrôle coelioscopique. En cours de procédure, constatation d'une hémostase défectueuse, courte incision horizontale du flanc gauche pour suture du pédicule. Poursuite sans problème de la procédure. La patiente est admise en soins continus puis apparition d'une douleur abdominale avec un choc hémorragique le lendemain matin, moins de 12 heures après l'opération. Réalisation d'une laparotomie en urgence, mise en évidence d'un saignement actif sur une branche du bord inferieur du pancréas (artère de diamètre de 2 mm), qui avait été contrôlé en per-opératoire par le système voyant applied. Il s'agissait d'une patiente jeune, donc absence d'artères calcifiées. Obligation de réaliser une réfection complète de l'anastomose oeso-jejunale pour souffrance tissulaire et mise en place d'une jéjunostomie pour l'alimentation. Déclaration (B)(6): oui, le (B)(6) 2017. Le dispositif n'a pas été conservé. Veuillez procéder à un contrôle de ces dispositifs et nous tenir informés. Type of intervention: additional surgery. Patient status: the patient had to be reoperated.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Therefore, in the absence of the subject device, it is difficult to determine the root cause of the event. Although the root cause of the reported event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from the sales rep on 21 july 2017 at 11:57am: "the patient was fine the day following the reoperation. Today a new update of the patient status will be communicated. The patient did not have chemotherapy or radiation therapy prior to the surgery, it was a prophylactic intervention. The event device was not kept for evaluation as the event occurred post operation. The patient did not receive any anti coagulation therapy." Additional information received from the sales rep on 21 july 2017 at 18:53 "sales rep could not see (B)(6) to have the latest patient status, however the responsible nurse indicated that the patient seems to go well." Additional info received from rep on 9aug2017: "the patient was not converted to open during the first procedure to correct the bleeding."